Event description:
The pt underwent a turbinate reduction procedure using a coblator ii sys and an reflex ultra ptr plasmawand with integrated cable. The pt required treatment at an emergency room for post operative bleeding on (B)(6) 2011. Nasal packing was administered to stop the bleeding. Nasal packing was removed after 4 to 5 days and pt had no other bleeding.

Manufacturer narrative:
The date of the event was requested and provided as 3 to 5 weeks after the original procedure. An approximate date of event was provided. Two different coblator ii controllers are returning from the facility for the investigation. The controller used in the procedure is not known. See MDR 2951580-2011-00069 and 2951580-2011-00070 for results of the investigation of the controllers returned from the facility. A second device, reflex ultra ptr plasmawand with integrated cable, used in the same procedure was filed under MDR 2951580-2011-00056.